Manufacturer narrative:
B3: date unknown. G2. Foreign: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer staff reported via wechat that the patient had an infection at the implant site after surgery. The implanted neurostimulator (ins) was explanted. The issue has resolved. Additional information was received, cause of the infection was not provided. The issue has resolved. The ins won't be re-implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Conflicting information was received that the implant date was unknown.